Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-06206. It was reported the patient was not receiving effective stimulation therapy coverage from her scs system. Follow up identified the patient underwent surgical intervention and her scs leads were explanted and replaced. The issue has reportedly been resolved.